Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: intra-op film provided for removal of hardware following stabilization of t12 burst fracture. Details from the original surgery are not provided but there does not appear on these x-rays to be fusion at the thoracic lumbar junction. Presumably percutaneous screws were placed and the burst fracture was allowed without an attempt at fusion. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis for this procedure: burst fracture t12 type of procedure or technique used: removal of the implant post-fusion it was reported that on (B)(6) 2019, during removal of the implant after fusion, screw was found broken, already. Effort was done to remove the broken portion of screw. A trephine was used around the screw to help remove using a pair of pliers but it was unable to grip the screw. The tulip and partial thread was removed but the rest of the thread was left in the pedicle of the patient. The implant was sitting flush in the bone and not protruding. An x-ray was taken to confirm position. No further surgery will be done to remove this screw fragment. No patient complications were reported. The patient originally came in for a percutaneous fusion for a trauma.